Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated with glucose and banana. The customer also had sensor glucose of 75 mg/dl and blood glucose of 121 mg/dl. The customer was unable to determine if the cause of the low readings was an open circle. The insulin pump will not be returned for analysis.